Event description:
It was reported that a sigma spectrum infusion pump underinfused during infusion. The medication administered was 3% sodium chloride (hypertonic saline) to a "brain patient", whose sodium level was too low for comfort. After further communication, the reporter stated that the pump was infusing at a significantly slower rate than programmed, resulting in a drop of the sodium level "from previous level". Troubleshooting steps were performed, including flushing the port and reconnecting the tubing; however, the issue persisted. The infusion was then transferred to a new pump. At this moment, there is no information about the patient outcome and the treatment provided to the patient. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.